Event description:
It was reported that the pt underwent a balloon ablation procedure in 2006. When the case began, the pressure was at 183 mmhg with 29 cc's of d5w used to inflate the balloon. During the case, the pressure dropped twice to 159 mmhg. The physician added 2 cc's of d5w to continue and complete the procedure. After cooling, 29 cc's of the d5w was extracted from the balloon (a deficit of 2 cc's of d5w). The physician re-inflated the balloon and noted a pinhole in the left upper quadrant of the balloon. No adverse pt consequences were reported.

Manufacturer narrative:
H6. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.